Event description:
Customer reported a check sum error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram and reloaded calibration files. System operates as intended. This MDR is related to ge healthcare complaint number.